Manufacturer narrative:
The events of abscess, lymphoma-alcl-suspected and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, breast swelling, "asymmetrical symptoms due to inflammation". Suspecting bia-alcl"; markers not provided.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, breast swelling, "asymmetrical symptoms due to inflammation". Physician recommended further examination due to "suspecting bia-alcl"; markers not provided. MRI showed "not malignant tumor", 310cc of blood and pus removed. The left side was deflated. The device remains implanted.

Manufacturer narrative:
Continued h.6: [health effect - clinical codes]: e2317. Continued h.6: [health effect - impact codes]: f1205. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma, seroma-late, hematoma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: granuloma, seroma-late, hematoma and lymphadenopathy.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, breast swelling, "asymmetrical symptoms due to inflammation". Physician recommended further examination due to "suspecting bia-alcl". Markers were cd3, cd20, alk, cd30, confirming not alcl. Cytology found "malignant cell negative-rbc's and some reactive lymphocytes". MRI showed "not malignant tumor", 310cc of blood pus removed. Capsular contracture was later indicated as not occurring. The left side was deflated, "keyhole sign", moderate fluid collection around collapsed inner implant shell, hemorrhage mixed fluid collection, small reactive lymph nodes in axilla, breast sag, nodular lesions from silicone globules, multiple calcified granuloma, hematoma liquefaction. The device was explanted. Biopsy requested and results not received at this time.